Event description:
The complainant reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced access site bleeding and hematoma resulting in explant of the device. The patient transported via emergency medical services for chest pain and electrocardiogram was completed and indicated an anterior myocardial infarction. The patient went into ventricular fibrillation on arrival to the emergency department and was shocked three times. The patient was taken to the catheterization lab left heart catheterization which revealed 100$ occlusion of the proximal left anterior descending artery and impella implant which was placed via the right femoral artery. Percutaneous coronary intervention was completed with one stent and post dilation noted with "nice" result. The impella peel away was removed from body and peeled away. Repositioning sheath was advanced into place and there was oozing around site. Preclose sutures were pulled to tighten down around sheath. However, oozing continued. Angle was adjusted steeper with slowing of the oozing. The catheter was secured and appropriately dressed. A growing hematoma was then noted, and the site was still oozing despite best practices. The patient was hemodynamically stable; therefore, the physician decided to explant the impella cp device. The device was weaned and explanted without issue. Perclose sutures were tightened down and pressure was held for additional 20 minutes. The patient was then transported to the unit noted to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).